Event description:
The customer alleged that: "I am a dentist and work just with endodontics in 1 0 clinics in (B)(6). I always buy dentsply maillefer manual files. Two purchases ago I have been noticing that some sterile lots of files, I am not able to detach them separately, when I detach one, all open. There is something wrong! Because just with these files that this happens, I notice that the anatomy of the instrument seems altered, they are weaker and break very easily. I even broke inside the canal. This never happened to me because their durability is incredible and the quality of the material unparalleled! I would like to know if you can replace these files. This happened with 25 mm files from # 1 0 and# 15. I do not have lots of the first purchase I made, but for this last purchase I kept the numbers, just to give you: lot 1508000434. I'm waiting. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).